Event description:
Pt had bilateral subglandular inframammary gel implants (unknown size/type/MFR) placed for augmentation. Other than some asymptomatic firmness, pt had no complaints until a mammogram. Apparently something was wrong and pt had a rough ultrasound done at the same time. Within the next few days, the right breast changed size and shape and developed discomfort. The pain is subsiding slightly but deformity persists. MRI suggests leakage. Pt denies other traumas. Otherwise healthy.